Event description:
Fiftyfive minutes into sixth treatment, the nurse observed device oeperating quickly as a result of the pateint's high hear rate. Patient's skin color was blue and they were short of breath. Treatment stopped, oxygen was applied and IV line ran. Patient taken to chest pain ER within building.